Manufacturer narrative:
It was reported that the customer is a home health patient with a long term indwelling foley catheter. The nurse initially inserted the catheter on (B)(6) 2021 and was called to the patient's home on (B)(6) 2021 after the patient reported some pain and discomfort. When the nurse arrived she noticed that the catheter was falling out and the balloon had reportedly ruptured. The catheter was replaced at that time with a new catheter. The sample has not been returned to the manufacturer for evaluation at the time of this report. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the indwelling foley catheter balloon burst while inserted in the patient. The catheter fell out of the patient and was replaced with a new catheter.